Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that water could not be injected into the balloon, and the balloon would not be inflate.

Manufacturer narrative:
The reported event was unconfirmed. Received only the two-way catheter for evaluation. The exterior of the sample was visually inspected and did not find any evidence of a failure that would support the reported event. Per the functional testing, the catheter was able to inflate and deflate without difficulty. Using a lab syringe, the balloon was inflated with 10ml of water using normal fill technique and the balloon inflated without difficulty in 10s. The inflation funnel did not balloon out during inflation. The balloon was then deflated and re-inflated with quick fill technique and the balloon inflated without difficulty in 4s. The inflation funnel did not balloon out during inflation. The sample was dissected and did not find anything to contribute to the reported problem. The following results were found during the dimensional evaluation: eye snip length: 2/32¿ eye snip width: 2/32¿ eye snip distance from distal cuff: 10/32¿ eye snip distance from proximal cuff: 6/32¿ rubberize thickness: 13 thou reinforcement: 153 thou inflation funnel thickness: 53 thou balloon thickness (average): 26 thou inflation lumen coverage: 12 thou there was no indication that this product was out of specification. The product was manufactured per the manufacturing procedure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "[warnings] 1.method for use (1)do not inflate the balloon in the urethra. [The urethra may be injured.] (2)do not pull the catheter hard. [The bladder/urethra may be injured.] 2.applicable patients: patients with delirium who might pull out catheter (when patient tugs at catheter unconsciously, the bladder and the urethra may be damaged) [contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1) do not use in patients who are or have been allergic to natural rubber latex" (B)(4).

Event description:
It was reported that water could not be injected into the balloon, and the balloon would not inflate.